Event description:
The pt is reportedly experiencing intermittencies and sound quality issues. Programming adjustments have been made and external equipment has been exchanged, however this has not resolved the issue. Revision surgery I under consideration.